Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has a strange odor, "light flashes periodically" when the patient "takes it off", "the device has an odd odor" since they "first got it", the device is noisy, "there is a sound coming from the hose and the mask", and "the filter always looks dirty but not very bad" and is "grey colored". The patient alleges difficulty breathing/short of breath, nausea, headache, respiratory problems such as chest pressure and coughing, watery eyes, "coughing spells off and on throughout the day" which they "did not have before using the device", and upper back pain across their lungs. These symptoms started when they first got the device. In addition, the patient states they "do not know if there are any particles present" and they have "a lot of symptoms in the morning" when they take "the machine off, for the first two hours of the day" and "after taking naps." The patient has "reported all to the dme and they changed" their filters. Medical intervention was visiting "the ER twice because of lung pain." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has a strange odor, "light flashes periodically" when the patient "takes it off", "the device has an odd odor" since they "first got it", the device is noisy, "there is a sound coming from the hose and the mask", and "the filter always looks dirty but not very bad" and is "grey colored". The patient alleges difficulty breathing/short of breath, nausea, headache, respiratory problems such as chest pressure and coughing, watery eyes, "coughing spells off and on throughout the day" which they "did not have before using the device", and upper back pain across their lungs. These symptoms started when they first got the device. In addition, the patient states they "do not know if there are any particles present" and they have "a lot of symptoms in the morning" when they take "the machine off, for the first two hours of the day" and "after taking naps." The patient has "reported all to the dme and they changed" their filters. Medical intervention was visiting "the ER twice because of lung pain." Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The due date, date received by mfg and in section-h evaluation method code, evaluation result code and conclusion code has been updated.